Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump drive support cap was sticking out of the device and not recessed into the unit. Customer's blood glucose was 63 mg/dl at the time of incident and 252 mg/dl at the time of the call. Customer indicated that 63 mg/dl was low for them, but declined blood glucose troubleshooting. There was no further information provided by the customer or by troubleshooting.